Manufacturer narrative:
Investigation summary: it was reported the needle came off in the injection port. To aid in the investigation, one sample with an opened packaging blister and one photo was provided for evaluation by our quality team. The needle hub received came connected to a 30ml syringe and the needle is inserted into a connector of a bag. The needle hub has no residues of white epoxy and the needle has epoxy that covers about twenty percent of the adhesive area. No other defects or imperfections were observed. This defect could occur during the assembly process. During the manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing an insufficient epoxy application to the needle. The photo provided shows the sample received. A device history record review was completed for provided material number 305197, lot number 1335574. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle pulled out of the hub. The following information was provided by the initial reporter: "needle came off (needle hub) of bd precisionglide needle."